Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024.the user reported an infection on the sensor insertion site, with symptoms of redness and the incision reopened, which was confirmed as an infection by the hcp. The patient was prescribed antibiotics(amoxicillin).as per dms, user is not using the system since insertion.per dms, user is not using the system since insertion.

Event description:
On 25 november 2025, senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms of redness and the incision reopened, which was confirmed as an infection by the hcp.